Event description:
It was reported to philips that the heartstart mrx defibrillator displayed a diagnostic error messaged on power-on of the device. There was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A f/u report will be submitted upon completion of the investigation.